Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s in-office check it was observed that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace. It was noted that there was also a non-sustained ventricular tachycardia episode nearly one year ago showing twos amid pacing events. The rv lead remains in use. No patient complications have been reported as a result of this event.